Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the total daily dose history showed that the daily insulin delivery totals were found to be out of order. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a dim and scratched display screen, which has no effect on insulin delivery function. A test screen was inserted and the screen was found to have normal contrast. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that on an unspecified date in 2010, the patient obtained a blood glucose reading of "in the 50's mg/dl" and she experienced the symptoms of feeling tired, sleepy and "badly". The patient was treated with oral glucose tablets, and her blood glucose level increased. The patient did not seek any medical attention. On another date, the patient obtained a blood glucose reading of "in the 300's mg/dl", for which she took a correcting bolus dose of insulin via the pump. The patient's father reported that the pump's date/time settings reverted to factory-default settings whenever the battery was replaced. The reporter noted that, during the event of the patient's erratic blood glucose levels, the pump's date/time were incorrect "for a few days" because he had not reset the date/time settings after replacing the battery. The reporter claimed that the patient's basal settings were not given at the correct times due to the time being incorrect by several hours. The insulin pump is designed to require the patient to verify the pump's date/time settings whenever the battery is replaced. The patient's technique was incorrect by not verifying and resetting the date and time settings on the pump after battery replacement. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the pump date/time issue occurred, and received treatment with glucose, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.